Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The patient reported that the sensor was inserted on (B)(6) 2019 on the left side of his abdomen. Upon removal the sensor wire detached and was left inside the body, and the insertion site became swollen, red, and had pus coming out of the wound. He rubbed his finger across the site, felt the wire sticking out of the skin, and removed about 3/8 inch of it with tweezers. He went to advanced dermatology on (B)(6) 2019 and the physician used a punch tool to remove ¿whatever was left,¿ closed the wound with cautery and stitches, and sent it to a lab for analysis. The patient was prescribed oral and topical antibiotics (doxycycline hyclate 50 mg daily and mupirocin 2% ointment three times daily). The patient returned to the doctor on (B)(6) /2020 to have two stitches removed. The patient stated in a follow up call on (B)(6) 2019 that he had to go back to the doctor again after the stitches were removed because there is a lump at the site. The doctor extended the oral and topical antibiotic treatment. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2019. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.